Event description:
Breast implants removed as they became very hard (silicone) and replaced with saline prosthesis. Diagnosis as per md was that the pt had developed baker class IV contractures of both breasts.